Event description:
The dealer reported that within the irc5po2v concentrator, heat from the pe valve blackened the internal tubing. Also, pressure built up and the unit exploded, causing the outer cabinet to break apart. The dealer advised that no injury occurred.

Manufacturer narrative:
The evaluation of the concentrator was completed. It was observed that the tubing from the left and right sieve beds to the pe valve was darkened, as was the tubing from the left sieve bed cap to the product tank. This led to a failure of the regulator/product tank, which caused the sound box to deform downward and caused the front/rear cabinets to separate from each other. These findings are consistent with what was previously reported.

Manufacturer narrative:
This incident is being reported to the FDA out of an abundance of caution. Based on the information provided, an over-pressurization event occurred within the device. This failure mode is consistent with that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction ((B)(4)) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator was returned to invacare and is pending inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that within the irc5po2v concentrator, heat from the pe valve blackened the internal tubing. Also, pressure built up and the unit exploded, causing the outer cabinet to break apart. The dealer advised that no injury occurred.